Manufacturer narrative:
The devices remain implanted, therefore, their exact conditions are unknown. The devices were used in treatment. Primary operative notes were returned, however it appears that there is at least one page missing. The available narrative, up until preparation of the femur, gives no indications of a root cause. Product compatibility was reviewed w/no issues noted. No add'l complaints have been received from the MFR'g lots of the shell & liner. With the info provided, a definitive root cause cannot be stated.

Event description:
It was reported that the patient was experiencing an allergic reaction.